Event description:
The consumer reported via the manufacturer representative that they had incisional pain and battery site soreness. The patient could not determine if it was her chronic pain or surgical pain. The site was noted to have redness with a small open area superior to the incision with a small amount of yellow discharge. The healthcare provider was notified and removed a suture that was exposed, cleaned and dressed the area and gave the patient oral and topical antibiotics. It was unknown if the issue was resolved at the time of the report. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.